Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The x-ray review reports that though the acetabular cup exhibits excessive acetabular cup lateral angle of inclination, the component appears intact, without gross evidence of loosening. The report says there is no definite loosening of the proximal to mid femoral stem component, as visualized on the ap projection. Bones appear generally osteopenic. The report thus concludes on possible cause for revision is excessive acetabular cup lateral angle of inclination and superior polyethylene liner wear. Excessive acetabular cup lateral angle of inclination increases risks of superior polyethylene liner wear, particle disease and dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed as the part and lot numbers of the device are unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 22 years post-implantation due to pain. During the procedure, the femoral head and acetabular liner were removed and replaced. X-ray review indicates that the liner was worn, and the acetabular cup was malpositioned with no evidence of loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 22 years post-implantation due to pain. During the procedure, the femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Device history records cannot be reviewed since the part and lot numbers are unknown. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event (reference 0001825034-2017-02162, 02165, 02166, 02167).

Event description:
Patient has been indicated for revision 22 years post-implantation due to an unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.